Event description:
Additional information noted that a revision took place and after putting the stylet down the ra lead there was slight improvement in the p waves but high thresholds were noted thus the lead was replace with a new one. The lead was discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a drop in p waves was noted as well as loss of capture on the right atrial (ra) lead via remote monitoring system. An x-ray was performed and it was noted that both the ra and right ventricular (rv) lead appeared to have pulled back, although the rv lead was still testing normal. The patient was booked for a repositioning. No adverse patient effects were reported.